Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 90% stenosed, distal left anterior descending artery. The 3.5x20 mm trek balloon catheter was prepared inside the patient anatomy and was being used for pre-dilatation when the balloon ruptured on the first inflation at under 12 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. A non-abbott balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that trek rx coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event.

Manufacturer narrative:
(B)(4) - incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.